Manufacturer narrative:
The unit came back from the field with the complaint a visual inspection found that the grip spring was broken in half and protruding, which confirmed and replicated the fault reported in the field. A log review was performed and no failures related to the reported complaint were observed. The unit was installed with the golden grip spring and passed all fitness tests without any errors. No external mechanical damage, contamination, or other abnormal conditions related to the reported event were observed. As a result of this investigation, failure analysis concluded that the broken grip spring was the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause is a broken and damaged grip spring on the mtm. This can be resolved by contacting isi and having the fse service the system. Annex g code added.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the or staff called tech support while setting up for a procedure, reporting an error message indicating a hand control error, specifically a potential problem with the right hand control error 22033. The caller attempted to recover multiple times, but the error reappeared every 5 minutes. The technical support engineer instructed the caller to perform a hard power cycle and disconnect the blue fiber cable to console 1. After these actions, the system returned to normal operation, and the caller was able to proceed with the case. The customer reported event has no report of patient injury.